Event description:
Event description: company received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated 10 weeks post implant. The device was explanted. A new device was successfully implanted.

Event description:
This implantable cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated 10 weeks post implant. The device was explanted. A new device was successfully implanted.